Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament (ssl) fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device failed three times to grab the suture. On the last attempt, the needle detached and was left inside the patient. An x-ray was performed, confirming that one capio bullet remained in the patient in the right ssl. Following the procedure, the patient was taken to recovery in excellent condition. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.